Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided, a general reagent issue could be excluded and no interference factor was detected in the sample.

Manufacturer narrative:
Samples from the patient were submitted for investigation and all of the ft4 results were found to be above the reference range. Based on the investigation results an interference factor to streptavidin or to the sulfo ru-label of the assay could be excluded.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft4 ii assay result for one patient sample from a cobas 6000 e 601 module. The serial number of the analyzer was requested, but it was not provided. This patient has been followed by the endocrinologist because the previous ft4 results for this patient were elevated. The elevated ft4 results were interpreted as "familial dysalbuminemic", but no therapy was started. As the ft3 result was also elevated during the last check but the tsh result was normal, the endocrinologist ordered a follow-up investigation. The patient was then tested using immulite and vitros methods. The ft4 result from the cobas e601 was 30.7 pmol/l (reference 12.0-21.9). The result from the immulite analyzer was 18.3 pmol/l (reference 11.5-22.7 pmol/l). The result from the vitros analyzer was 10.3 pmol/l (reference 10.0-28.2). Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. Sample from the patient was submitted for investigation.